Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a foreign material (like a piece of metal) was observed on the patient's iris after a cataract procedure. The foreign material was removed at a later date (date is not known). The reporter does not know if it came from company product or not. No additional information is available.

Manufacturer narrative:
No phaco tip sample was returned for evaluation for the report of a metal piece of foreign material on the iris. The metal fragment was able to be retrieved and returned. Five photos were present with the complaint. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The complaint photos were review. All five photos show an undetermined foreign material present in the eye. A visual inspection of the metal fragment was performed prior to the sending the fragment to the lab. The fragment is metallic and is from the phaco tip based on the purple anodizing color present on the one edge of the metal. A particle analysis was performed on the piece of metal returned. The analysis does confirm the returned metal was mainly titanium and vanadium, which indicates the metal piece originated most likely from the phaco tip. The complaint does confirm the presence of a piece of metal that originated from the phaco tip. How and when this metal fragment became detached from the phaco tip cannot be determined because no photo tip was returned to inspect the visual condition of the tip. The most likely reason for the creation of the metal fragment would be from the distal bevel hitting another instrument during its ultrasonic use resulting in a piece of metal detaching from the tip, but this cannot be confirmed without the tip. No specific action with regard to this complaint was taken by the manufacturing facility because the reason for the complaint issue cannot be determined from this evaluation. Phaco tips are also 100% inspected at the end of the manufacturing process for any visual nonconforming attributes. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
The following additional information was received: the initial procedure was a phacoemulsification with an intraocular lens implant of the left eye (os) which was performed on (B)(6) 2017. The foreign material was observed in the anterior chamber during a three day postoperative visit. A removal of foreign material from iris was performed seven days after the initial procedure. During a subsequent examination, it was reported there was no remaining foreign body and the postoperative progress has been well without problem. The surgeon described the foreign body as 1mm in size, silver in color, metal characteristics. He thinks it possibly peeled off of surface/metal material from some surgical instrument peel off. During a review of the video, there was a foreign body just under the side port incision. There is a possibility the source is not only a phaco chip but two other surgical products (lerance and or a shinkawabashi hook).